Event description:
It was reported that the patient experienced excessive pain and a burning sensation in the back where the implantable pulse generator ipg was implanted. The physician assessed the patient had an area of allodynia resulting in hypersensitivity in which the implanted ipg exacerbated. The patient underwent a revision procedure where the ipg was positioned deeper in the pocket. Postoperatively, the ipg site was still exceedingly painful but the acute pain had subsided a bit.